Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. A used sample was received for evaluation. An inspection was performed and the sample was within specifications. The reported issue could not be confirmed. However, the most probable root cause can be due to displacement of the enteral feeding tube. Due to the extreme caution, this device should only be inserted by a trained clinician. The process to manufacture the device is running according to the defined parameters and specifications. The production personnel were notified of the reported issue. A corrective action is not applicable at this time. Covidien will keep monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a feeding tube. The customer reported a case of pneumothorax which was associated with the feeding tube since the feeding tube feels different, specifically that the end is more rigid. A chest tube was inserted (B)(6) 2015 and removed (B)(6) 2015. The patient was discharged to a rehabilitation institute on (B)(6) 2015 and is in stable condition. The below additional clarification was provided by a covidien clinician. Pneumothorax of the nasal or oral enteric feeding tubes is a well-studied and well documented complication of current placement techniques for blindly placing the nasal or oral enteric feeding tubes. In the product IFU for this device, under the warning section-information is clearly provided that adverse effects like pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution, this device should only be inserted by a trained clinician.